Event description:
A customer observed false low digoxin (dgxn) results on a patient sample tested on the 5.1 fs analyzer. The results were reported and questioned by the physician. Biased results of the direction and magnitude may lead to inappropriate physician action. There was no report of pt harm as a result of this event.